Event description:
A durable medical device (dme) supplier reported that a customer owned humidifier exhibited signs of discoloration on its lower housing. The customer also reported an electrical odor was emitted from the device. No patient or user harm or injury was alleged. The device was evaluated by the manufacturer's service center. There was evidence of isolated thermal damage to the printed circuit assembly (pca) at location j3 and to the connector mating with j3. The upper and lower enclosures both had voids in the area adjacent to the j3 pca thermal event. The device would not power on. The manufacturer has initiated an investigation of the heated humidifier failure and will file a follow-up report when their investigation is complete.